Event description:
The manufacturer received information alleging a ventilator display broke and screen failed to be displayed properly. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced to address the issue. In addition of the above evaluation, the technician performed final test, cleaning, a test run, and software version was checked.